Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: persistent "downstream occlusion" alarm on norepinephrine and vasopressin infusions. Each infusion on separate space station. Troubleshooting included changing IV. Anti siphon valve noted on end of triple connector. This was removed and "downstream occlusion" alarm persisted. Triple connector removed and norepinephrine and vasopressin y site connected; unable to clear alarm. Pt required rapid titration of norepinephrine due to hypotension until infusions running without occlusion alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.